Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o ring. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test and p-cap or reservoir will not lock properly due to missing retainer. Device received with operating currents within specification. Device passed rewind, prime test, basic occlusion test and force sensor test. Device alarmed power supply test failed during self-test error during self test followed by unexpected electrical board error, history pointers failed and history pointers are corrupted error and post-reset ram crc alarm due to connector resistance electrical board. Device trace download analysis confirmed the power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was 370mg/dl at time of incident. Customer states that internal power source in the pump was unable to charge. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.